Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A2000 skull clamp had a wobble factor to the locking rocker arm while attached to a patient. Additional information has been requested.